Event description:
Event description guidant received information that the right ventricular endocardial lead measured fluctuating shock impedances with some measurements over 120 ohms. A new shock lead was implanted but the fluctuating shock impedances continued. This device was then replaced with another implantable cardioverter defibrillator (ICD) and the measurements were normal and stable.